Event description:
The account reported the brakes are not holding. The stretcher was located in the basement at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the brake pads are not making good contact with the tire when in brake mode due to normal wear and tear. The technician adjusted the brake casters to resolve the issue. Based on this information, no further action is required.